Event description:
It was reported that the stent graft was implanted approximately one year ago. The patient was having a procedure for removal of a thrombus. Guided fluoroscopy demonstrated the stent graft maker to be detached from the stent graft. The detached marker was captured and retrieved successfully. The vessel was reported to be patent with good blood flow after the procedure. There is no reported patient injury.

Manufacturer narrative:
As no lot number was provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample and no images were provided. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be related to the procedure, e.g., the stent graft may have been damaged during the deployment process or during post-dilation. However, no procedural details have been provided. On the basis of the information available, a definitive root cause for the reported failure could not be determined. The IFU supplied with this device indicates that possible complications associated with the use of the tracheobronchial stent graft are such as stent graft misplacement, stent graft migration and stent graft fracture. The reported application represents an off-label use of the device. The device is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms.